Event description:
The device was set to deliver a solution of vancomycin at a rate of 150cc/hr for 60 minutes. Reportedly, a nurse observed the drip chamber and concluded that the device was delivering faster than programmed, and she stopped the infusion. There is not pt injury.